Event description:
It was reported that the customer experienced on-going intermittent low blood glucose (bg) levels of "low" on the glucose monitor. Low bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.